Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms and noise. The device and a non-boston scientific right ventricular (rv) lead also exhibited variable impedance measurements, but there was no report of out of range impedance measurements. The minute ventilation (mv) advisory was questioned. No adverse patient effects were reported. The device remains in service.